Event description:
Loud pop heard. Burn mark on tile floor. Burning smell noticed. Power cord from air tap device frayed, charred, with internal wires showing. No harm to the patient or staff. Device unplugged.